Event description:
It was reported that the customer experienced a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support proceeded to replace the pump and advised the customer on using a multiple daily injections (mdi) backup therapy to maintain insulin delivery. The customer was instructed on how to handle and return the problematic pump. All instructions were understood and acknowledged, and the replacement pump was sent with updated software.